Event description:
It was reported when using the bd bactec mycobacteria growth indicator tubes, the device experienced one false positive. The following information was provided by the initial reporter. The customer stated: quantity received and quantity affected: 4 tubes affected (1 in use; 3 uninoculated). On (B)(6) 2021/pw - adding to grid for the false positive sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1078377 was satisfactory per internal procedures. Formulation, filling, autoclaving, and packaging processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and three other complaints have been taken on this batch for broken tubes. Retention samples from batch 1078377 (100 tubes) were available for inspection. No tube defects were observed in 100/100 retention samples. No broken/cracked tubes were observed in 100/100 retention samples. Performance testing was performed on the retention samples. Retention sample performance testing was satisfactory. No photos were received to assist with the investigation. No returns were received to assist with the investigation. The complaint cannot be confirmed. Bd will continue to trend complaints for broken tubes and performance. H3 other text : see h10.

Event description:
It was reported when using the bd bactec mycobacteria growth indicator tubes , the device experienced one false positive. The following information was provided by the initial reporter. The customer stated: quantity received and quantity affected: 4 tubes affected (1 in use; 3 uninoculated). 06dec2021/pw - adding to grid for the false positive sample.